Manufacturer narrative:
Product was not returned for analysis; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history record for lot 2240440 was reviewed and there were no identified manufacturing deficiencies or internal actions. All finished goods devices had passed all visual and functional criteria prior to distribution. A manufacturing record evaluation was also conducted and there were no identified internal actions related to the lot or reported issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a reprocessed catheter acunav diagnostic ultrasound and the lock knob was stuck. Troubleshooting could not unlock. The catheter was neutral out of the packaging; when flexed and the lock knob added, flexion appeared normal. Once the lock was relaxed, it would not easily return to unlocked position, so it retained flexion. It almost feels like something is stuck under lock knob preventing movement. There was no patient injury or consequence.